Manufacturer narrative:
The consumer rpeorted that the patient had a tooth type of 4, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration.

Event description:
The consumer reported that the patient had a tooth type of 4, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration.